Manufacturer narrative:
Approximate age of device ¿ 3 years and 5 months.  The explanted pump was returned for evaluation and a growth at the end of the inlet tube was identified. The pump was returned assembled. The driveline was severed approximately 1 inch from the pump housing. The severed portion of the driveline was not returned. All parts of the sealed inflow conduit were returned. The sealed outflow graft, outflow graft bend relief, bend relief collar, and outlet elbow were returned. The inlet tube revealed a pink, tissue-like growth. The tissue was adhered to the proximal end of the inlet tube and appeared to have developed over an undetermined period of time. The tissue was occluding the opening for the inlet tube, but it would not have fully obstructed flow. A specific time period in which it developed and the duration of its presence at this location could not be conclusively determined. No other depositions that could have caused a functional issue were identified. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process; the device functioned as intended. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the pump was explanted for a routine heart transplant. There were no issues reported with the pump explant. During investigation of the returned pump, a growth was found at the end of the inlet tube.